Manufacturer narrative:
Product event summary: the 4fc12 sheath of lot number 0012643463 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The following observations were identified. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 12.5 inches from the tip. The steering mechanism and deflection test revealed the shaft does not move and not bend. The following relevant sub-assembly inspection and tests were performed. Dissection of the returned device revealed a broken pull wire in the handle area. In conclusion, the sheath failed the return product inspection due to a broken pull wire and a kink/twist observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation procedure with cryo ablation, after successful completion of the transeptal p uncture, the physician noted that the steering mechanism of the flexcath advance sheath was broken and there was a steerability issue. The sheath was replaced. The case was switched to and completed with pulsed field ablation. No patient complications have been reported as a result of this event.